Event description:
It was reported that the patient developed an implant pocket erosion and infection. The entire implantable cardioverter defibrillator (ICD) system including the right atrial (ra) and right ventricular (rv) leads were removed. The patient remained hemodynamically stable post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5156713. No device details are available. Received voluntary anonymous medwatch report, mw5166712.

Manufacturer narrative:
Combination product: yes. An infection and pocket erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection and pocket erosion was not device related.